Event description:
Patient reported left side ¿deformations and lumps", "breast is red and burned", "silicone has leaked", "encapsulated in the lymph nodes", "chest pain", and "capsular fibrosis" baker grade iii/IV. Patient reported on behalf of the healthcare professional that after surgery, ¿physician had to scrape silicone residues from the muscles", ¿still have silicone residue in their lymph nodes¿, and ¿histiocytes reaction and focally discrete chronic recurrent inflammation¿. Patient also reported the following events, which are all not device-related: "shortness of breath, cannot sleep¿, ¿mentally exhausted¿, ¿left thoracic back pain¿, "headaches", mild ventral osteochondrosis of the thoracic spine without larger schmorl nodes¿, ¿slightly increased thoracic kyphosis¿, "mild scoliosis", ¿partially fluid and slightly fatty hemangioma", "small fatty lesion (...) Caused by a hemangioma or fibrolipoma", ¿breast implant illness¿, ¿hyperthyroidism¿, and ¿tachycardia¿. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe. Varied injuries: unable to observe. Pain: unable to observe. Other medical: unable to observe. Migration: unable to observe. Lymphadenopathy: unable to observe. Local reaction: unable to observe. Inflammation/irritation: unable to observe. Headache: unable to observe. Granuloma: unable to observe. Dyspnea: unable to observe. Changes in the sleep habits: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side ¿deformations and lumps", "breast is red and burned", "silicone has leaked", "encapsulated in the lymph nodes", "chest pain", and "capsular fibrosis" baker grade iii/IV. Patient reported on behalf of the healthcare professional that after surgery, ¿physician had to scrape silicone residues from the muscles", ¿still have silicone residue in their lymph nodes¿, and ¿histiocytar reaction and focally discrete chronic recurrent inflammation¿. Patient also reported the following events, which are all not device-related: "shortness of breath, cannot sleep¿, ¿mentally exhausted¿, ¿left thoracic back pain¿, "headaches", mild ventral osteochondrosis of the thoracic spine without larger schmorl nodes¿, ¿slightly increased thoracic kyphosis¿, "mild scoliosis", ¿partially fluid and slightly fatty hemangioma", "small fatty lesion caused by a hemangioma or fibrolipoma", ¿breast implant illness¿, ¿hyperthyroidism¿, and ¿tachycardia¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma, capsular contracture, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture grade 3/4, lymphadenopathy, rupture

Event description:
Patient reported for left side "breast density: grade iii, grade IV¿, ¿deformations", "breast is red and burned", "silicone has leaked", "encapsulated in the lymph nodes", chest pain, "capsular fibrosis" , "mild scoliosis" , ¿suspicion of accessory glandular tissue on the left¿, ¿questionable capsular fibrosis on the left¿. Also reported "shortness of breath, cannot sleep¿ , ¿mentally exhausted¿, ¿ left thoracic back pain¿, "headaches", which is not related to the device. The device remains implanted.

Event description:
Patient reported for left side "breast density: grade iii, grade IV¿ ¿deformations", "breast is red and burned", "silicone has leaked", "encapsulated in the lymph nodes", chest pain, "capsular fibrosis" , "mild scoliosis" , ¿suspicion of accessory glandular tissue on the left¿, ¿questionable capsular fibrosis on the left¿. Also reported "shortness of breath, cannot sleep¿ , ¿mentally exhausted¿, ¿ left thoracic back pain¿, "headaches", which is not related to the device. MRI, ultrasound and biopsy performed. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, g.2.

Event description:
Provider's office additionally reported ¿physician had to scrape silicone residues from the muscles" and ¿that they still have silicone residue in their lymph nodes¿. The device has been explanted.